Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Failed active current measurement and sleep current measurement test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No alarms or alerts noted during testing, however, lowbatteryalert were on 07/25/2025 18:59:00, 07/24/2025 10:38:00 and 07/22/2025 21:14:00 found in the history files or traces. Battery cycle 33.0 received the lowbatteryalert (104) on 07/25/2025 18:59:00 faster than expected at 1.35 days. Battery cycle 32.0 received the lowbatteryalert (104) on 07/24/2025 10:38:00 faster than expected at 1.56 days. Battery cycle 31.0 received the lowbatteryalert (104) on 07/22/2025 21:14:00 faster than expected at 1.46 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump communicated and calibrated properly with glucose sensor simulator. Pump was monitored with transmitter and glucose sensor simulator and no lost connection noted during testing. Pump received with low suspend alarm functioning properly. Pump received with low alarm functioning properly. No unexpected no low suspend alarms noted. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. Pump was cut open to perform visual inspection and found moisture damage on battery tube and pcba 1. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: dried insulin - motor slide, corroded battery tube, cracked keypad overlay, cracked case, scratched case and cracked case-corner of belt clip rails. Customer alleged for charge/battery lasts less than expected confirmed in the pump history and no current code/category were confirmed due to high sleep and active current measurements due to moisture damage at the battery tube and pcba 1. No communication pump to transmitter and unexpected suspend [low sg] was not confirmed. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the delivery was suspended, the continuous glucose monitoring was not paired with the pump, the led issue, the sensor was not included in the package with the pump, and low battery alarm or short battery life. The customer reported no adverse event. The event involved product(s) mmt-1884l and mmt-7040a. Troubleshooting was performed, and the transmitter serial number was not in the manage devices screen. The led light blinked when the transmitter was disconnected from the charger. Advised the customer to reconnect the transmitter to the sensor, but the led-like thing did not blink. The battery lasted more than 1 week. No harm requiring medical intervention was reported. No product return is required for mmt-7040ma. Mmt-1884l was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.